Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, mildly tortuous, 90% stenosed left anterior descending coronary artery. After an unspecified stent was implanted, a 3x12mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, but the balloon ruptured during the second inflation at 12 atmospheres. Based on satisfactory visual analysis, the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.